Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was leaking from an undefined location. Customer¿s blood glucose (bg) level was between 507 to 575 with trace ketones. Customer address the elevated bg with a correction injection via manual insulin injection. The customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2023.